Event description:
It was reported that the patient was unable to adjust stimulation and had coupling and communication issues. The patient programmer displayed a "call your doctor" icon and a power on reset condition. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was that the patient had depleted the charge, and was unable to get the unit recharged. The patient had not charged the unit and required the medtronic rep to reboot the system. After the reboot the patient was able to recharge the system. There was no hospitalization and no injury.

Manufacturer narrative:
Programmer model 37742, serial# (B)(4). Lead model 3776-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Extension model 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Accessory model 355029, lot# n082296. (B)(4).

Manufacturer narrative:
(B)(4)